Event description:
Reporter stated that 3 back-to-back tests were performed, on the suspect device, using a pt capillary sample, with results of 521, 111 and 111 mg/dl. Reporter stated that the unit's nurse coordinator indicated that the pt was not a suitable candidate that the pt was not a suitable candidate for point-of-care blood glucose testing (reason not provided). Reporter did not state if pt had been treated based on results obtained on the suspect device. Quality control testing had reportedly been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.